Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: unknown cup unknown. G2: foreign: costa rica. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a hip arthroplasty that the liner never inserted into the cup after being hit multiple times. The liner never caught or embedded with the g7 acetabular cup. The liner and the cup were not implanted into the patient.